Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call watchdog set test failure error alarm and clock monitor frequency error alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the alarms were performed. Customer replaced the insulin pump with a new battery and the alarms recurred. Customer performed the self test and failed. Troubleshooting was unable to resolve the issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump passed idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, displacement test and rewind test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. No vibration anomaly noted. No alarms noted. The insulin pump was received with cracked display window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip and stained end cap sticker.